Manufacturer narrative:
Awaiting imaging for review, and additional information.

Event description:
During the up and over maneuver of pulling catheter and driving 12fr ansel 1 sheath over and inside zbis side branch, the distal white cap of the preloaded catheter snapped off, outside the patient. The physician decided to stop and pull the whole catheter out of the device delivery system. As he was pulling the rest of the catheter out, the rim beacon tip also snapped off. It was not seen in the patient. They carried on with the procedure, and the tip of the catheter was found in the groove underneath the white trigger wire mechanism, after removing it for graft deployment. No foreign material was found or left within the patient. No further measures were taken. Additional devices used during the procedure: cook lunderquist wires, cook 12x45 high flex ansel 1 sheath, terumo glide advantage wire.